Event description:
It was reported that the patient underwent the index procedure on (B)(6) 2010 during which one 3.0x12 mm promus stent was implanted in the right coronary artery. On (B)(6) 2011, the patient was experiencing recurrent ischemic symptoms, and new st elevations and it was determined that the patient had suffered a myocardial infarction. Angiography revealed a thrombotic occlusion of the rca, which was treated with a promus stent. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of ischemia, thrombosis, and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information.